Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the reported expulsion cannot be determined. The reported embolism and mitral regurgitation (mr) were due to the complete clip detachment. Embolism and mr are listed in the instructions for use (IFU) as known possible complications associated with mitraclip procedures. The surgical intervention, foreign body removal and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This will be filed to report after the clip implantation, the clip embolized requiring open heart surgery. It was reported that this was a mitral clip procedure performed on (B)(6) 2021, to treat degenerative mitral regurgitation (mr) with grade 4 and prolapse and flail posterior leaflet. The clip delivery system (cds) was advanced to the mitral valve and the clip was implanted, reducing mr to 1. On (B)(6) 2021, the clip was noted to have embolized and mr had increased back to 4. On (B)(6) 2021, the patient had open heart surgery and biological valve implanted. The embolized clip was found in the area of the lateral papillary muscle and lateral heart wall. No additional information was provided.